Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via social media that the reservoir was completely free of bubbles when changing sites, but upon removing the site, there were a lot of little air bubbles in the reservoir. The customer's blood glucose was not provided and the reservoir will not be returning for analysis.